Manufacturer narrative:
The field representative later reported that the physician was planning to continue monitoring the lead. The sensing and pacing thresholds were stable, and due to the patient's other medical concerns the physician did not want to perform an invasive procedure. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No adverse patient effects were reported. Available information indicates the device remains in service. Boston scientific received additional information that another red alert was issued the following month, for the same pacing impedance issue. A request was made to the field representative to attempt to obtain information from the clinic as to how this issue will be resolved. However, no additional information has been received.

Event description:
Boston scientific received information that this transvenous implantable cardioverter defibrillator (ICD) exhibited a pacing impedance measurement of greater than 2,000 ohms. A red alert was issued in latitude for this out of range measurement.

Manufacturer narrative:
Boston scientific received additional information that another red alert was issued for the high rv pacing impedance measurements. Additionally, a red alert was issued because the device was programmed to a mode other than monitor+therapy. A boston scientific technical services consultant discussed the alerts with the on-call physician; the physician reviewed the patient's file and reported that due to the patient's age, the device was programmed off. It was noted that the patient's following physician did not want to perform an invasive procedure to revise the lead. Therefore, the device and lead remain implanted but deactivated. No adverse patient effects were reported.